Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient presented to the clinic with chest pain and episodes of asystole. Technical support review of device information was requested as the physician expected to see atrial tracking and instead saw a non-tracking repeating atrial refractory-ventricular sensing timing pattern. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.